Event description:
Related manufacturer reference number: 2017865-2023-42546 it was reported that both the right ventricular (rv) lead and right atrial (ra) lead exhibited noise leading to pacing inhibition. No intervention was performed. There were no adverse health consequences, the patient was stable.